Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Block h11: investigation results. The returned hurricane rx dilatation balloon was analyzed, and a visual inspection found the balloon detached from the catheter. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of tip detachment of device or device component was confirmed. It is possible that the balloon could not be pulled out of the scope, and the physician had to cut the catheter and push the balloon out of the distal tip of the endoscope. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During retraction of the balloon from the bile duct, the tip was broken upon endoscopic visualization. The tip was then retrieved endoscopically with a retrieval device. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During retraction of the balloon from the bile duct, the tip was broken upon endoscopic visualization. The tip was then retrieved endoscopically with a retrieval device. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.